Event description:
It was reported that the patient presented at clinic for a left ventricular (lv) lead revision due to phrenic nerve stimulation. On (B)(6) 2025, the lv lead was unable to be repositioned due to the patient's anatomy. The lv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of phrenic nerve stimulation was not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.